Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to sensing integrity counter (sic) and high rate non-sustained episodes. Review of stored electrograms did not indicate any oversensing or impedance issue. It was noted the patient was in ventricular fibrillation (vf) due to torsades de pointes and was appropriately shocked. The lead remains in use. No patient complications have been reported as a result of this event.